Event description:
Electric failure was noted during the surgery after a while of use. This has occurred with the brand new device. The surgeon changed the procedure from arthroscopic to open surgery and completed the case without problem. The backup device was used to complete the case. Additional information: the tip of the probe was broken during the surgery and the alarm was activated with use of vapr 3. The surgeon accepted that fact that he used the device longer than it supposed to be and that there was excessive force to use it. The surgeon tried used the different product (227204), but there was electric failure, which had already been reported as (B)(4).the backup device was used to complete the case. Complaint analyst interpretation: the tip broke on a vapr lps electrode during an arthroscopic rotator cuff repair procedure, with an accompanying alarm on the vapr generator. The surgeon admittedly had used the device longer than it was supposed to be used, and had applied excessive force to it. The surgeon then switched to a brand new vapr p90 electrode; however, after using it for awhile the device stopped working. The surgeon then decided to go to an open procedure, completing the case with a backup device. Additional information received from our affiliate on(B)(6) 2014: the doctor has not had many experience with the operation and he was planning to go open if the surgery was not completed in 2 and half hours. We do not have exact extended time but should have been longer than 30 min. See associated medwatch # 1221934-2014-00109.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device was discarded and therefore not available for a physical evaluation. However, it was reported that the electrode was activated longer than it is intended to be and excess force was applied during use. These indicate that the device was misused and therefore the failure can be attributed to user error. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Electric failure was noted during the surgery after a while of use. This was occurred with the bland new device. The surgeon changed the procedure from arthroscopic to open surgery and completed the case without problem. The backup device was used to complete the case. Additional information: the tip of the probe was broken during the surgery and the alarm was activated with use of vapr 3. The surgeon accepted that fact that he used the device longer than it supposed to be and that there was excessive force to use it. The surgeon tried used the different product (227204), but there was electric failure, which had already been reported as (B)(4). The backup device was used to complete the case. Complaint analyst interpretation: the tip broke on a vapr lps electrode during an arthroscopic rotator cuff repair procedure, with an accompanying alarm on the vapr generator. The surgeon admittedly had used the device longer than it was supposed to be used, and had applied excessive force to it. The surgeon then switched to a brand new vapr p90 electrode; however after using it for awhile the device stopped working. The surgeon then decided to go to an open procedure, completing the case with a backup device. Additional information received from our affiliate on 3-11-14: the doctor has not had many experience with the operation and he was planning to go open if the surgery was not completed in 2 and half hours. We do not have exact extended time but should have been longer than 30 min. See associated medwatch # 1221934-2014-00109.